Manufacturer narrative:
Additional info was received from the consumer via (B)(4) consumer questionnaire and (B)(4) sculptra ae follow-up form on 11/09/2010: this case involves a (B)(6) female (not male as previously reported) that received treatment with poly-l-lactic acid (sculptra aesthetic) (lot # and expiration not provided) for filling of damage tissue/ filling the "hollow core" (due to lack of fatty tissues) of her hands. She received 3 treatments in total (first treatment of 5 vials on (B)(6) 2010, second treatment of 3 vials on (B)(6) 2010 and the last treatment of 2 vials on (B)(6) 2010). The pt reportedly received 5 vials on the right hand and 5 vials on the left hand. It was reported that she did not respond to the treatment with poly-l-lactic acid (sculptra aesthetic). Product use was discontinued on (B)(6) 2010 and the pt received no other medication for this lack of response. No lab tests were performed and the pt was not pregnant during treatment with sculptra. Medical history includes systemic lupus erythematous and granulomatous mucinosis. Concomitant medications included omeprazole for abdominal pain, prednisolone for lupus, and mapap (acetaminophen) for back pain. No further relevant info was provided. Additional info for sculptra (lot # and expiration date: not provided) from product technical complaint report case ID (B)(4) dated 11/11/2010, received by (B)(4) on 11/12/2010: batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the USA. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Additional info was received from the legal department in the form of a letter from the consumer on 04/07/2011: this female consumer reported "psychological impact" as a result of "distortion" caused by poly-l-lactic acid. No further relevant info was provided. Pharmacovigilance comment: sanofi-aventis company comment dated 04/12/2011: this case lacks sufficient info for a complete medical evaluation at the present time. A casual role of poly-l-lactic acid cannot be assessed without more info including medical confirmation and details of the reported event of "distortion."

Event description:
Initial info received from a consumer on (B)(6) 2010: a male consumer (age unknown) received treatment with poly-l-lactic acid (sculptra, lot# and exp date unknown) on his hands. No concomitant medications or medical history reported. No further info reported.